Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the surgeon fired tsw35 during the procedure. The surgeon fired the tsw35 on the pt's left side. The surgeon observed that it appeard the staples stapled on the uterus not on the pts side. The surgeon reloaded and refired the same area and the bleeding stopped. The case was completed with no further incident. There was no consequence to the pt.